Manufacturer narrative:
Device has been returned to the manufacturer, it is unknown if the device was implanted during the procedure on (B)(6) 2016 and explanted at a later date or if the device was removed during the (B)(6) 2016 procedure and not implanted at all. A product investigation was completed: the reported problem could not be confirmed. No bending / deformation of the complained screw could be identified. The review of the device history records shows that this lot was manufactured according to the specifications. It was released after final inspection with no findings. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Visual inspection of the complained screw did not identify and product fault. The reported problem could not be confirmed. No bending / deformation of the complained screw could be identified. The screw is in faultless condition. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Unknown when device malfunctioned. (B)(4). Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A device history record review was performed for the complaint part & device lot. 400.690s / 9959995. Manufacturing location: (B)(4). Manufacturing date: 31st may 2016. Expiry date: 1st may 2026. Article was sterilized by supplier (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a surgery for a ring finger intra-articular fracture was performed on (B)(6) 2016. The surgeon did not put much force on the cortex screw, but when he checked the image, he found that the screw was deformed. It was hard to see due to the size of the screw, however, the cortex screw seemed to be curved. They confirmed intra-operatively by reviewing the images the distorted screw. The surgery was prolonged about 3 minutes. No information about patient condition and surgery outcome available. It is not known if taking an x-ray was part of the procedure or if it was taken due to the screw issue. This complaint involves 1 part. This report is 1 of 1 (B)(4).